Event description:
Maude event reports indicate a prodisc-c was placed at c5-c6 by a surgeon in (B)(6). Patient states disc motion was lost within 18 months of implant. A 2008 myelogram showed severe neural foraminal encroachment and an emg showed severe level 4 atrophy of shoulder muscles. Patient consulted a neurosurgeon and states this doctor advised shoulder muscles are permanently disabled - there is nerve damage at c6 with permanent disability to teres minor muscle and shoulder exhibits quadrilateral space syndrome. Patient also states that the doctor indicated the implant was placed too far ventrally causing facet joint problems, and there was no sagittal movement. Patient states the neurosurgeon advised revision surgery; patient plans to have the implant removed but not replaced.

Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. Manufacturing records could not be reviewed without a lot number. Please refer maude reports: (B)(6).